Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a lens case/ vial with clear surgical residue/ debris on the lens. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.50/+3.0/083 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting. Another lens was not implanted.